Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm leaked the following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2024 central operating room on the patient action pulse puncture tube placement, after successful puncture bd arterial puncture needle valves continue to ooze blood, given to replace the arterial puncture needle after re-puncturing, the operation is normal.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
No photo is received. No sample was received. If there was a sample receive, the sample can be investigated on the leakage to determine the cause. The complaint will be re-open when there is sample receive for this complaint. The complaint trend will be monitored.

Event description:
On (B)(6) 2024 central operating room on the patient action pulse puncture tube placement, after successful puncture bd arterial puncture needle valves continue to ooze blood, given to replace the arterial puncture needle after re-puncturing, the operation is normal.